Event description:
Upon trying to place the eclipse filter delivery sheath, one of the radiopaque marker bands of the distal tip of the sheath sheared off, but fortunately was within the subcutaneous tissues just under the skin and retrieved.